Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 20, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately a ¿couple of weeks¿ prior to contacting lfs when she obtained alleged inaccurately erratic blood glucose results of ¿170 and 240 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ criteria for precision. The patient manages her diabetes with oral medication of metformin and glyburide. She reported that after obtaining the alleged inaccurate results, she took ¿no special action¿ and exercised. She indicated that an unknown time after obtaining the alleged inaccurate results, she developed symptoms of ¿lightheaded¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s blood samples had been taken from the same approved sample site and the patient described the correct testing steps. The cca also noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to check the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.